Event description:
Note: co's labeling states: prior to use, squeeze the resuscitator bag to visually verify proper function of the duckbill valve. Nursing home unit of mental hosp reported that during a case as they began to squeeze the resuscitator bag, the duckbill dislodged inside the resuscitator bag. The resuscitator was immediately replaced with another resuscitator and the pt was successfully ventilated. According to the complainant, the incident occurred approx 2 weeks before it was reported to sims. The hosp reported that the incident did not cause harm or injury to the pt. The hosp also reported two incidents (approx 2 months earlier) where the duckbill dislodged from the housing as the bag was being inspected (the incident was not reported to sims). The hosp also reported that there was no pt involvement with either of the two incidents.